Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 return date (inadvertently left off the initial report). The customer stated the issue was found after a diagnostic colon procedure. The procedure was completed with the same device. A cleaning brush, which is not an olympus tool, could not be removed and was clogging the suction channel. The customer inserted the brush from the connector instead of cylinders which likely deformed the channel that caught the brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user handling. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a swab stuck in the suction sheath. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the adhesive was damaged, the instrument channel was clogged, and the foreign material could not be removed due to buckling of the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.